Event description:
A consumer reported that she experienced an infection following use of this product. The event began with redness and discharge in both eyes. She was seen by her optometrist who then diagnosed her with an eye infection. She stated that she was treated with an unspecified antibiotic drop, changed makeup an used a new contact lens case. She continued treatment until her eyes cleared up. She stated that she recently began wearing a new set of contact lenses and decided to use the solution again and the infection reappeared. She discontinued the solution and her eyes are clearing up again. She stated that she has now switched solution. She also stated that she has used this solution in the past without incident. On 09/29/2010, the consumer reported the event resolved with treatment, and she switched to daily disposable lenses. The consumer declined to return the questionnaire or to give permission to contact her doctor.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Add'l info requested by mail on 09/13/2010 and by phone on 09/29/2010. A completed questionnaire will not be returned. (B)(4).